Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Concomitant medical products: acetabular shell (cat# 180-01-56, sn (B)(4)). Femoral stem (cat# 160-01-16, sn (B)(4)). Femoral head (cat# 142-36-03, sn (B)(4)). Bone screw 6.5mm dia x 30mm long (cat# 120-65-30, sn (B)(4)). Bone screw 6.5mm dia x 35mm long (cat#120-65-35, sn (B)(4)). Investigation completed (B)(6) 2020. Design-related issues: exactech is aware of 80 complaint reports involving gxl acetabular liners due to prosthesis wear and/or osteolysis since 2008. Sales data for all gxl liners was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale detailed below. A correction and removal committee meeting was held to address an inquiry from a surgeon regarding revisions due to gxl polyethylene wear. A health risk index was completed. Based on the ¿very low¿ occurrence rate, the committee determined that no action was necessary. Refer to (B)(4) for additional information. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 65 units. The manufacturing records for this device only exist in paper form and are stored in cardboard boxes at iron mountain. Due to risks associated with covid-19 transmission, the physical manufacturing records for this complaint will not be reviewed. Exactech will continue to monitor this complaint type and, if warranted, will escalate any positive trends to the corrections and removal committee (crc) for additional actions. The occurrence is below the threshold. The rmr for this acumatch gxl liner, 750-2005-028-rmr-implants rev f, was reviewed. The risk is captured. The prosthesis wear reported may have been the result of misalignment of the acetabular cup, edge loading/impingement, or a combination of the two, as a result of the patient¿s fall, which led to polyethylene wear. However, this cannot be confirmed as the devices are still implanted; therefore, the acetabular liner was not available for evaluation. It is noted in the IFU; physicians should consider femoral and acetabular component placement and malposition, femoral head component diameter and the effect of femoral head component ¿sleeves and skirts¿ on range of motion. A malpositioned component may increase the probability for impingement, disassociation, dislocation, wear, and revision surgery. It is a known risk that there may be subsequent revisions or surgical interventions of joint replacement devices. Also, that weight and activity could influence the lifetime of an implant. It is known that extreme care must be used with patients after joint replacement surgery. Also, that excessive activity and trauma affecting joint replacements have been associated with premature failure. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The reported patient event is pain poly wear without a revision surgery.

Event description:
It was reported from the exactech hip replacement study, the patient received a right total hip replacement on (B)(6) 2010. Approximately 8 years later, the patient experienced pain after a fall. An x-ray reportedly confirmed that the ¿hardware [was] in good alignment.¿ the patient had an MRI approximately 2 months later, on (B)(6) 2019, that reportedly identified polyethylene wear. The case report form indicates event is related to the device but not related to the procedure. No revision has taken place, this study is continuing. According to the clinical form-no preop demographic data, the comorbidities were not available. No additional information has been provided about this event or patient.